Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated their buttons were unresponsive. The customer was unable to fill tubing as a result. Customer also reported receiving a low battery alarm in the past. Customer's blood glucose was 124 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with all of the buttons responding properly. The key pad connector was inspected and no anomaly noted. The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. No low battery alerts noted. The insulin pump has minor scratches on the lcd window.